Manufacturer narrative:
It was reported by an attorney that mesh was implanted on (B)(6) 2006 to treat complete vaginal prolapse with concurrent anterior and posterior repair with sacrospinous ligament fixation. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent complete mesh including anterior and posterior repairs, reduction of enterocele and sacrospinous fixation.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced elevated leak point pressure, dysfunctional voiding with valsalva voiding, mild recurrent pelvic prolapse.